Event description:
Pt opened carton of 10 boxes of latex glvoes then 2 boxes at work. 15-20 mins later rep went outdoors, amphylaxis, required IV dopamine/epinephrine. Developed pulmonary edema, still has some mild respiratory symptoms.